Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed both rotational and lateral movement in the lock and residue buildup is present. The lock will need new components added to replace worn internal parts, and the unit will need to be machined to have heli-coils added to large starburst threads. To resolve the issue, all worn components will be replaced, and general maintenance and cleaning will be performed. Root cause - the complaint is confirmed via inspection of the unit. The unit needed cleaning and replacement of worn internal parts. The probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the swivel lock on the mayfield modified skull clamp (a1059) is difficult to engage and that the unit is unstable during patient use. A disk issue is the suspected cause. No information on patient injury or surgical delay has been provided.